Event description:
It was reported that during a lobectomy procedure, the surgeon was not able to open the device again. They had to cut the device out. This incident caused a prolongation of the procedure but did not have any influence on the patient's condition. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.